Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that after the trial lead was removed the patient began to experience light leg weakness. Patient presented to the hospital where a hematoma was identified and was evacuated.